Event description:
A malfunction alarm was reported with code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappear.